Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, and h11. Corrected fields: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the olympus lamp was burnt out, and there was leakage on the connector. Based on the results of the investigation, the cause of the reported malfunction, the unit becoming hot with a burning smell, was attributed to the olympus lamp being burnt out, the life meter reading exceeding 500 hours (lamp life expired) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified diagnostic procedure, the xenon light source displayed an error related to the bulb. The issue occurred during an unspecified diagnostic procedure while the patient was under sedation, that was completed using an olympus backup device. There were no reports of patient harm.